Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedances of 2500 ohms. Technical services (ts) was consulted and noted that this was in (B)(6) 2024 and after vector reprogramming the measurements returned to normal. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).